Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose levels at the time of the incident ranged from 168 to 600 mg/dl. Customer's current blood glucose reading was 298 mg/dl. Assisted customer with correcting the programming on the pump. Assisted customer with programming the basal rates. The insulin pump did not undergo functional testing to determine root cause of customer's high blood glucose levels. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.